Event description:
Pump has two connectors. One for bolus cable and one for dc cable. If user, by mistake, inserts current conductive object to dc connector - the pump will turn off with no alarm.

Manufacturer narrative:
Caesarea medical electronics will issue a letter to all customers, as attached, to warn them against the shut down possibility if an object, other than the dc cable was inserted in the dc connector. We ill immediately prepare a label and sent to all pumps in the field to say the following: warning: inserting other objects than dc plug may shut down pump. All new pumps will have a dc cover, to prevent current conductive objects to be inserted by accident to dc socket. All pumps at pm (service) will get installed a dc cover to prevent current conductive objects to be inserted by accident to dc socket.